Event description:
A user facility biomedical technician (biomed) stated a patient care technician (pct) reported that blood was not circulating through the dialyzer during the patient¿s hemodialysis (hd) treatment. The biomed stated that the venous chamber was empty. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Biomed has replaced the level detector module and the sensor board. Technical support advised biomed to swap the ribbon cable or a motherboard. Upon follow up, the pct stated that the patient was connected for hemodialysis (hd) treatment and once the blood flow rate (bfr) reached prescription levels the 2008t machine would not push blood through the dialyzer. The pct checked all of the clamps and tubing but no issues were found. The pct confirmed that the machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested negative. The pct did not visually observe any blood leaks. The pct also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The pct stated that there was no defect or damage seen on the dialyzer as well as no clotting. The pct usually checks for clots by looking at the tips of the dialyzer before and after treatment but non were found even after checking the fibers. The blood returned to the patient was also the correct color. The pct stated that the patient experienced very minimal blood loss of no more than 5 cc and confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The pct stated that the dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation. The 2008t machine remains out of service and has been tagged by biomed.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one of the six identified lots had reported complaints lot 20pu06017 had two complaints from the same clinic. One complaints addresses an external prime leak (no sample), this is unrelated to the current event. The other complaint addresses an internal blood leak (no sample). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) stated a patient care technician (pct) reported that blood was not circulating through the dialyzer during the patient¿s hemodialysis (hd) treatment. The biomed stated that the venous chamber was empty. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Biomed has replaced the level detector module and the sensor board. Technical support advised biomed to swap the ribbon cable or a motherboard. Upon follow up, the pct stated that the patient was connected for hemodialysis (hd) treatment and once the blood flow rate (bfr) reached prescription levels the 2008t machine would not push blood through the dialyzer. The pct checked all of the clamps and tubing but no issues were found. The pct confirmed that the machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested negative. The pct did not visually observe any blood leaks. The pct also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The pct stated that there was no defect or damage seen on the dialyzer as well as no clotting. The pct usually checks for clots by looking at the tips of the dialyzer before and after treatment but non were found even after checking the fibers. The blood returned to the patient was also the correct color. The pct stated that the patient experienced very minimal blood loss of no more than 5 cc and confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The pct stated that the dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation. The 2008t machine remains out of service and has been tagged by biomed.